Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic sleeve gastrectomy, the bleeding occurred at the staple line on the stomach and was diagnosed thru a computerized tomography (CT) scan a day after the surgery. This resulted to more than 500cc blood loss, three units of blood transfusion was administered. The patient was bought back for re-operation, no active bleeding was seen and the entire staple line was covered with surgical powder. The patient had a longer hospitalization for four more days.